Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the insulin gauge was inaccurate. Customer reverted to an alternate method of insulin therapy there was no adverse impact to the customers blood glucose.